Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient and emergency medical services reported a heart rate in the thirties which was below the cardiac re synchronization therapy pacemaker (crt-p) programmed rate. It was noted that current electrograms (egm) appeared to be atrial paced/ventricular paced with premature beats in a trigeminal pattern. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient and emergency medical services reported a heart rate in the thirties which was below the cardiac re synchronization therapy pacemaker (crt-p) programmed rate. It was noted that current electrograms (egm) appeared to be atrial paced/ventricular paced with premature beats in a trigeminal pattern. The crt-p remains in use. No further patient complications have been reported as a result of this event. It was additionally reported that no pacing or rates below the programmed lower rate were confirmed. There was no issue with the device which was demonstrating normal function and no action was taken.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.